Manufacturer narrative:
Final analysis found that the pulse generator was in backup operation, due to multiple bit flips. The battery was in the elective replacement indicator (eri) region due to the prolonged period of pacing in backup operation with high output and pulse width that depleted the battery into the eri region. After replacing the battery and downloading the product code, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator exhibited backup vvi mode. The device was explanted and replaced due to normal elective replacement indicator on (B)(6) 2013.